Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to the screw backing out of the femoral component.

Manufacturer narrative:
No product was returned for evaluation. The returned x-rays provided shows that the stem extension screw in the joint cavity posterior to the articular surface. The device was in vivo for approximately 1 year and 8 months. Possible causes of the locking screw loosening could be due to (but not limited to) movement of the joint that place torqued on the components, allowing the screw to loosen and the locking screw being torque too little or too much. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the final product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.